Manufacturer narrative:
Unknown/ not provided. Other: the device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as surgeon stated that despite accurate measurements pre-operatively, patient ended up with residual myopia causing dysphotopsia and inability to function. The explanted iol was replaced with another dfr00v, 19.0 diopter size power. There was no incision enlargement, vitrectomy, sutures done. No patient post-op injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 3, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to an unexpected postop refraction or visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿hs-unexpected postop¿ and ¿hm-visual disturbance¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.